Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the returned oxygen blending module board. Only component returned for evaluation.

Event description:
A ventilator's oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further evaluation. During the evaluation of the returned oxygen blending module board, the root cause of the oxygen blending module board failing was due to sensor (u19) being out of tolerance.